Event description:
It was reported that while connected to the patient, the device had no pacing output. When the cable was moved, intermittent output was noticed. Follow-up information was reported the patient was initially coded. Cardiologist was called in, the pacing leads were manipulated until capture was obtained. It was reported that patient movement to the operating room may have dislodged the lead, based upon heart rate of 50, which did not match device setting of 60. The patient then coded a second time and resuscitation failed. No autopsy was performed. It was noted the patient was being prepped for possible bowel resection surgery (ischemic bowel), had complaints of weakness and pain, came in with heart rate in the 30s, and was hypotensive. Follow up revealed death certificate reported cause of death as cardiopulmonary arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary - the device passed console and visual tests. Upon further analysis, no visual or electrical anomalies were observed. Based on the results of the investigation, the complaint cannot be confirmed. The causal code was changed to reflect the current updated causal code. Other text : it was reported that while connected to the patient, the device had no pacing output. When the cable was moved, intermittent output was noticed. Follow-up information was reported the patient was initially coded. Cardiologist was called in, the pacing leads were manipulated until capture was obtained. It was reported that patient movement to the operating room may have dislodged the lead, based upon heart rate of 50, which did not match device setting of 60. The patient then coded a second time and resuscitation failed. No autopsy was performed. It was noted the patient was being prepped for possible bowel resection surgery (ischemic bowel), had complaints of weakness and pain, came in with heart rate in the 30s, and was hypotensive. Follow up revealed death certificate reported cause of death as cardiopulmonary arrest. Device evaluated and alleged failure could not be duplicated; unknown (for use when the device problem is not known).